Event description:
Caller alleges inaccuracy with inratio. Result as follows: date, 2007, inratio >7.5, lab 52.9. Date 2007, in ratio 2.9, lab 6.67. This case qualifies as an adverse event. Patient was given vitamin k.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with the lab results provided by end-user at time complaint was filed: date 2007, inratio >7.5, lab 52.9, mean unable to determined, confidence limits unable to be determined. The following day, inratio 2.9, lab 6.67, mean 4.79, confidence limits 2.8-7.2. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, per tr # 0150, the readings are considered inaccurate based on "area outside the acceptance region" table. For the 2nd data set, both inratio and lab values are within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.